Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-140mg/dl fasting. Verified test strips expire 10/25/2017. Customer's test strips are being stored in the kitchen and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6). Memory concerns: about the result of 525 mg/dl that he received on (B)(6) 2015 at 11:39 am. The date/time has not been setup correctly. Adverse event not reported.